Event description:
It was reported the patient is deceased and died approximately six weeks after the implantable cardioverter defibrillator (ICD) was replaced. The cause of death has been requested and not received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d314drg implantable cardioverter defibrillator (ICD),  implanted: (B)(6) 2013; 694758 implantable tachy lead, implanted: (B)(6) 2008. (B)(4).